Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Shortly after beginning support, the aortic placement signal became unreliable. The aortic waveform and left ventricle waveform were no longer able to be seen on the device console. The physician elected to remove this pump and replace it with another impella device. No patient harm was reported.

Manufacturer narrative:
The device was returned, and the investigation has been completed. Data logs showed the placement signal spiked to 3000 soon after the pump activated with normal ps metrics, accompanied by the occurrence of the "placement signal not reliable" alarm. However, no damage or abnormalities were found on the returned pump. No optical alarms occurred when the pump was connected to the aic (automated impella controller), and the placement signal metrics were within specifications. Therefore, it was concluded that the cause of the optical signal issue was use related. This report is being filed as part of a retrospective review of historical records.